Event description:
During a follow-up in clinic, loss of capture and loss of sensing were observed on the right ventricular (rv) lead. X- ray imaging was performed and found the rv lead to be dislodged. The lead was repositioned to resolve this event. The patient was stable.